Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2022-00147.

Event description:
It was reported by a healthcare professional that during an endovascular coil embolization in a male patient, a 3mm x 4cm orbit galaxy complex xtrasoft coil (640cx0304/30615573) was found to be prematurely detached when the package was opened, prior to use. The 4mm x 6cm orbit galaxy complex xtrasoft coil (640cx0406/30562629) became stretched during deployment of the coil in the mca, which required use of a snare for removal. The procedure was successfully completed with no patient injury. The surgery was delayed 10-20 minutes due to the event.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that during an endovascular coil embolization in a male patient, a 3mm x 4cm orbit galaxy complex xtrasoft coil (640cx0304/30615573) was found to be prematurely detached when the package was opened, prior to use. The 4mm x 6cm orbit galaxy complex xtrasoft coil (640cx0406/30562629) became stretched during deployment of the coil in the mca, which required use of a snare for removal. The procedure was successfully completed with no patient injury. The surgery was delayed 10-20 minutes due to the event. A non-sterile og cmplx xtra soft coil 3x4 was received inside of a pouch. The introducer was noted to be peeled and the zipper was not reaching the most proximal end, which indicates that the introducer had been un-zipped. Under microscopic magnification, revealed that the luer hub had dried saline solution in the inner lumen. A manufacturing record evaluation (mre) was performed for the finished device [30615573] number, and no non-conformances related to the reported complaint condition were identified. The device was returned to cerenovus for further evaluation. Upon arrival, it was noted that only the delivery unit and introducer were returned to the laboratory. The introducer was noted to be peeled and the zipper was not reaching the most proximal end, which indicates that the introducer had been un-zipped. Further inspection under microscopic magnification revealed that the luer hub had dried saline solution in the inner lumen. The customer complaint as related to the premature detachment of the embolic coil could not be confirmed as the embolic coil component was not returned and no contributing factors could be identified from the returned components. The event description and device analysis do not provide clear insight into the root cause that may have resulted in the observed failure mode. A manufacturing record review was made, and it indicates this product was final inspection tested and was determined to be acceptable. Premature detachment is a known potential complications associated with the use of embolic coils in endovascular embolization. It should be noted that the product failure could be caused by multiple factors. The instructions for use (IFU) indicates not to bend the dpu wire as the device is pulled from the packing hoop as this may result in damage to the device. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.